Event description:
A customer reported experiencing multiple cartridge alarms on their insulin pump, specifically alarms 20 and 30. The alarms did not result in the customer¿s blood glucose level exceeding 500 mg/dl, which indicates there was no adverse impact. To address the issue, the customer replaced the cartridge each time the alarm occurred and was able to resume insulin therapy. However, after repeated alarms, the customer ultimately decided to stop using the pump and switched to injections.